Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the degree of dirt adhered to the scope and the condition of the scope at the time of occurrence has changed, so further analysis is difficult and the cause could not be specified. In addition, the following defects were found during the evaluation: the adhesive on the bending section cover was cracked, the scope connector showed evidence of water invasion, the universal cord was scratched, the image guide protector was scratched, the universal cord protector on the control section and scope connector side was scratched, and the connecting tube was scratched. These defects alone are not considered severe enough to cause a potential adverse event. The event can be detected/prevented by handling the device in accordance with the following instructions for use (IFU): chapter 3 preparation and inspection, section 3.3 inspection of the endoscope describes the following warning. "7 inspect the objective lens and light guide lens at the distal end of the endoscope¿s insertion section for scratches, cracks, stains, discoloration, deformation, gaps around the lens, or other irregularities.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the cloudy image could not be duplicated; however, dirt was found on the objective lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the entire image on the gastrointestinal videoscope became cloudy and did not clear for about 3 minutes, during the inspection the clouding was confirmed in 5 or 6 of the 75 images taken. It was reported that this issue tended to occur when suctioning, and the user was forced to refrain from suctioning until halfway through, when suctioning around 40 shots the clouding occurred. Tap water was used in the water tank, and a lens cleaner (sl cleaner) was used. The issue was found during an unspecified procedure, the procedure was completed with a similar device. The device was returned for evaluation. During the device evaluation, dirt on the objective lens was found. There were no reports of patient harm or hazard. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Correction to the g3 of the initial medwatch. The aware date should be december 11, 2023.